Event description:
After medical review of this non-serious report, it was determined that this report should be upgraded to serious based on the reclassification for the event following assessment utilizing the company's new device reporting tree. Initial report: this non-serious spontaneous case was reported by a dermatologist on (B)(6) 2012 and was forwarded by local affiliate (local case number (B)(4)). This case involves a (B)(6) female patient who received first session treatment with poly-l-lactic acid (sculptra) subcutaneous and deep dermal injection on (B)(6) 2011 at nasolabial folds, temples and cheek lines for the treatment of facial wrinkles. Poly-l-lactic acid was reconstituted with 6 ml of sterile water and 2% lidocaine. Other topical anesthetic (nos) 2.5 ml was used. The hydration time was 7 days. The technique used was fnning technique and depot technique. Massage was done during treatment and by the patient. On an unspecified date in (B)(6) 2012, 8 months after treatment, the patient was prescribed imiquimod (aldara) to treat verruca plana, and then she experienced exaggerated indurated cords and lumps (over 10 visible nodules in variable sizes over 5 mm) at all previously poly-l-lactic acid injection sites on face. No signs of inflammation were noted. The event lasted for over 1 month and was still ongoing, even after corticosteroid corrective treatment. No biopsy was performed and no surgical intervention required. There was evidence of a systemic process as reactive state (nos) after imiquimod treatment. There was no evidence of permanent impairment of a body function or body structure and the event was not irreversible. Patient's medical history includes verruca plana and atopic dermatitis. The patient has fitzpatrick skin type IV with no history of immunological or collagen-vascular disease. Concomitant medications included imiquimod. Corrective treatment: corticosteroid. Action taken: none. Outcome: not recovered. Reporter's causal assessment: not provided. Pharmacovigilance comment: nodules are considered a common and listed event for poly-l-lactic acid. Most events of this nature resolved spontaneously over time. These events are typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury.